Event description:
Customer reported a cartridge alarm 20 issue which resulted in their blood glucose level displaying as "high." To address the high glucose level, the customer administered a corrective injection using multiple daily injections (mdi). Technical support confirmed that the alarm occurred with multiple cartridges over two weeks and decided to replace the pump. The customer will be using their current pump and backup mdi therapy until the new pump, which includes updated software, arrives. Instructions for returning the faulty pump and actions to be taken with the replacement were provided and acknowledged by the customer.